Event description:
A customer obtained erroneously elevated troponin (accutni) results for two patients.the original specimens were re-tested and repeated results were within the normal reference range, and were reported out of the lab. The erroneous results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were lithium heparin plasma and were centrifuged at 4,000 rpms for 5 minutes. Qc was performed before and after the event. A system check performed on (B)(6)2010 met specifications.a field service engineer (fse) was dispatched: a) the fse serviced the instrument and performed adjustments. B) the fse performed a precision and qc testing; obtained results were within specifications.no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.